Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The adapter was received with a reload attached. The unload button was fully depressed and couldn't be moved at all. When connected to a pmv test handle, the adapter did not go into emergency retract mode. Instead, a yellow adapter swim lane appeared. The logs were looked at and the strain gauge value went from 2056 to 707, and an artic calibration error presented itself. A one wire short also occurred and kept happening whenever the adapter was connected to the software. The reload remained attached throughout this analysis and wasn't removed. Afterwards, the reload was removed with force. The tip of the reloads adapter was stuck in the distal end of the adapter and couldn't be removed. This prevented further functional testing from being done. The adapter was taken apart and the j hook was damaged. The articulation portion of the adapter was also protruding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality re lease specifications at the time of manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy, at the first firing of device in colectomy, a plate-like flew out from the articulation part of the reload. As the stapling was not completed, though the opening and closing of the jaws could be performed, the articulation was unable to be moved back to the neutral position, so the cartridge was unable to be removed. The surgical time was extended by less than 30 min. The procedure was completed with another device. It was noted that there was tissue damage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.